Event description:
It was reported that the lead was oversensing and had varying and high impedance and improper detection of ventricular fibrillation occurred during sinus rhythm. A lead fracture was suspected. An x-ray showed that the lead's superior vena cava coil was in the atrium indicating that the anchoring sleeve did not work appropriately or was not fixed in the correct way. Also, the lead was in a big loop and looked pinched. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.